Manufacturer narrative:
A DHR review was completed and found no non conformances. Customer complaint is confirmed. The therapy could not be tested due to the damage on the lcd.

Event description:
The initial reporter stated that the pump was not delivering. They stated that half the screen was black. Mmdg did follow up with the initial reporter, who stated that the patient did not experience any adverse effect. [Complaint-(B)(4)].